Event description:
The following description of the event was documented by a carefusion technical support specialist in response to phone conversations with a representative of the dealer in (B)(6). "Our dealer claims this unit was alarming vent inop while on a patient, they claim the unit alarmed circuit disconnect first, they power off the ventilator and back on and the unit started to alarm vent inop. Our dealer claims the ventilator was removed from the patient and the patient was placed on another ventilator, no harm done to the patient. Instructed our dealer to perform the flow valve characterization and let us know if it passed the test. He is going to follow our procedures and let us know if the problem was corrected." "Our dealer claims he exercised the flow valve for about 30 minutes, started the flow valve characterization and all it does is just a constant flow from the valve and the characterization never ends, he tried the characterization more than 3 times and always the same issue. A gde is going to be ordered for this unit.." On a follow-up communication with the dealer, the dealer indicated that the device was not on a patient at the time of the event.

Manufacturer narrative:
The dealer in (B)(6) determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The dealer in (B)(6) was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the dealer in (B)(6) for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of the (B)(6) 2015 the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery engine (gde) be received and evaluated, a follow-up medwatch report will be submitted.